Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working and would not power up was not however, during evaluation it was observed that the temperature on the device was high; and that it exceeded the maximum allowable temperature of 118°f per synthes op. N01.56 (actual temperature reported was 123.7°f). The assignable root cause was determined to be due to worn components and seal deterioration from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not power up. During in-house engineering evaluation, it was observed that the device had a temperature above specification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.